Event description:
It was reported intermittent occlusion alarms have been ongoing since the customer started on the pump. Elevated blood glucose (bg) levels were noted for an unknown number of events. Bg level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy. Reportedly, the customer uses cartridges and infusion sets longer than recommended, sometimes uses cold insulin and does not remove air from the cartridge with a filled syringe. These actions are considered off label pump use.